Manufacturer narrative:
H6: evaluation conclusion codes: updated. (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reporter that the stent failed to deploy resulting in procedure cancellation. The target lesion was located in the lower extremity veins. A 75cm wallstent uni was selected for use. During the procedure, the stent was unable to be deployed properly despite multiple attempts. The device was removed completely and intact from the patient's body and the procedure was concluded. There were no patient complications as a result of this event. The procedure was cancelled as a result of the device malfunction.

Manufacturer narrative:
E1: initial reporter phone: (B)(6) good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reporter that the stent failed to deploy resulting in procedure cancellation. The target lesion was located in the lower extremity veins. A 75cm wallstent uni was selected for use. During the procedure, the stent was unable to be deployed properly despite multiple attempts. The device was removed completely and intact from the patient's body and the procedure was concluded. There were no patient complications as a result of this event. The procedure was cancelled as a result of the device malfunction.